Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited 290 ohms impedance, high capture thresholds of 6.5 v and sensing thresholds at 2.0 mv. The lead was replaced.